Manufacturer narrative:
Image review: one photograph was provided, capturing the endeavor resolute shelf carton and stent. It appears that there is deformation to the mid -to-distal portion of the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the distal rca. The device was inspected with no issues. The lesion was pre-dilated 3 times at 10atm for 10 second durations. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion due to its serious calcification and severe distortion. An image provided indicates that stent deformation occurred.

Manufacturer narrative:
It was indicated that the stent deformed due to severe calcification when passing through the lesion. If information is provided in the future, a supplemental report will be issued.